Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the device had performance pull off suture needle. It was received for analysis unopened samples. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Additional information was requested and the following was obtained: when event of needle pop-off occurred/when was it noticed: already detached needle-suture in package ? Or pre-op - during dispensing before used on patient ? Or intra-op- during use on patient? I am unable to provide any additional information regarding this complaint.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the procedure, the needle popped off the suture. There were no adverse patient consequences reported. No additional information is available.